Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) of a clinical study regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient experienced ins site discomfort and tenderness. The ins was loose in the pocket, which was confirmed via a physician exam. The ins (B)(6) 2018 the ins pocket was revised, and the ins was repositioned. The device was reprogrammed on (B)(6) 2018. Etiology was not related to the device or therapy, and possibly related to the implant procedure. The outcome was resolved without sequelae on (B)(6) 2018. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. Fdc code updated. Device codes: (B)(4) pertain to product ID 97715, serial# (B)(4), product type: implantable neurostimulator. Device codes: (B)(4) pertain to product ID 977a260, serial# (B)(4), product type: lead, and product ID 977a260, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient complained of more difficulty recharging and unresolved pain on the left side of the patient¿s back and legs post the pocket revision on (B)(6) 2018. It was noted that the event was possibly related to the device or therapy, and possibly related to the implant procedure. The device was interrogated, and the results were high impedance and inconsistent battery drain; x-rays were done which showed the leads displaced. A device diagnosis of high impedance and lead migration/dislodgement was reported; however, additional information was received that indicated there was not a high impedance. The clinical diagnosis was unresolved pain on the left side of back/legs due to lead migration. Interventions taken included lead explant/replacement and pocket revision #2 on (B)(6) 2018. It was noted that the ins was turned on and as of (B)(6) 2018, the event resolved without sequelae and the pain was better. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) of a clinical study regarding a patient. It was reported that the exact cause of the difficulty charging and the battery draining inconsistently was not determined. The hcp stated that one lead was explanted and replaced. Another lead was repositioned and the implantable neurostimulator (ins) pocket was revised. It was further noted that the cause of the ins being loose in the pocket was not determined either. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) of a clinical study regarding a patient. It was reported that the patient was experiencing inconsistent battery drain. The patient had a pocket revision and interventions included repositioning the lead. The etiology of the event was noted as possibly related to the device or therapy and possibly related to the implant procedure. No further complications were reported or anticipated.